Manufacturer narrative:
The onset of the patient's driveline infection is reported within MFR report number 2916596-2019-02648. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 11 months. Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient with a history driveline infection presented on (B)(6) 2019 with complaints of intermittent chest and abdominal discomfort. The patient reported more stressors at home recently. The patient is on cipro for a soft skin infection in the past and reported tenderness over driveline site with some drainage. Prior wound culture grew out rare pseudomonas; however, current wound cultures show no growth in 2 days. The patient left the hospital on (B)(6) 2019. No additional information was provided.